Manufacturer narrative:
Citation: greene et al. Left thoracotomy for redo mitral valve replacement in giant left atrium and severe pectus excavatum. Ann thorac surg. 2019 jul;108(1): e53-e54. Doi: 10.1016/j.athoracsur.2018.03.017. Epub 2018 apr 12. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with marfan syndrome who underwent mitral valve repair with a medtronic cg future partial annuloplasty band and tricuspid valve repair with a medtronic ancore band in 2009. No product serial numbers were provided. Approximately ten years later, the patient presented with a massive enlargement of the left atrium and compressive atelectasis in the left lower lobe suggestive of congestive heart failure. A computed tomography revealed significant displacement of the cardiac structures into the left chest with severe pectus excavatum with the left atrium occupied nearly half of the left hemithorax. In addition, the right ventricle was adhered to the posterior sternum. Review of transthoracic echocardiograms showed significant growth of the left atrium since the mitral valve repair in 2009. Transesophageal echocardiography revealed recurrent calcification of the annulus, significant restriction of the posterior leaflet, and extreme dilation of the annulus resulting in posterior directed severe mitral regurgitation. The patient¿s significantly complex anatomy required a multidisciplinary approach for the mitral valve operation. Ultimately, a successful mitral valve replacement was performed despite extreme anatomic challenges. No additional adverse patient effects or product performance issues were reported.